Manufacturer narrative:
Further investigation underway.

Event description:
The user facility reported the patient sustained scabbing to the right cheek. The incident occurred at 75-100 reps with level of energy at 2.0. The system alerted a tip too warm prompt at the 75-100 reps. The warning went on and off while treating the right side of the face. The tip was removed and reattached several times. The tip was inspected prior to use and during the treatment with no anomalies noted. The patient was advised to use antibiotics/steroid cream tid for a week. The practitioner anticipates no permanent scarring.

Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. ***no products have been returned for evaluation.*** based on the available information, no causal factors can be found, and no conclusion can be drawn. It was reported patient¿s scabbing has healed. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Complaint type identified within risk analysis and performing within anticipated rate no corrective action required.

Manufacturer narrative:
Based on the evaluation of the data log, the system and handpiece perform as expected. The user will want to verify proper treatment technique, position and orientation (with adequate and equal tip to skin contact and pressure). Cryogen looked to be flowing during the treatment. The tip too warm errors were likely caused by treatment technique. The handpiece may have been in a position where cryogen was not flowing to tmx. T1,t2,t4 consistently warmer. During the treatment ec78c encounter multiple times. A new tip was used to finished the procedure. This investigation is now closed.